Event description:
The customer stated, that she tested her blood glucose and received a reading of 180mg/dl. She retested using another meter and received a reading of 90 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinicaly significant. The customer did not allege any adverse events due to the readings. The strips will be returned for evaluation, and replacement strips will be sent.